Manufacturer narrative:
The following other devices were also listed in this report: abgii no5 cementless left v40; cat# 4845-0205; lot# g3009427a. Alumina v40-femoral head 32mm, +4mm nk; cat# 6565-0-232; lot# 35547001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
The solicitor's letter reported that the patient was implanted with stryker devices into the left hip on (B)(6) 2011 and is now making a claim for personal injuries in relation to this.